Event description:
Socrates registry, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced neurological impairment, hypotension, and bradycardia. It was reported the patient was hospitalized and received invasive intervention due to the complications, but the specifics of the intervention were not provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and will not become available due to the nature of how the incident was reported to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
Socrates registry, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced neurological impairment, hypotension, and bradycardia. It was reported the patient was hospitalized and received invasive intervention due to the complications, but the specifics of the intervention were not provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6 patient codes - hypertension replaced with hypotension. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and will not become available due to the nature of how the incident was reported to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.